Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: persona cr femoral component, catalog # 42502606402, lot # 62492969; persona articular surface cr right, catalog # 42522000518, lot # 62464378; persona all poly patella, catalog # 42540000035, lot # 62445407; headless trocar drill pin, catalog # 00590102000, lot # 00590102000; distal drill/pilot tip, catalog # 47225503332, lot # 62379291; drill 2.5mm, catalog # 47430904601, lot # 62558527. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02794, 0002648920-2018-00106. Remains implanted.

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 3 years ago has been experiencing pain and loosening. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.